Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer having concern regarding rate change between pump displayed and log report. The pump displayed a dose of 12 units/kg/hr, and the chart displayed a dose of 12.0861 units/kg/hr. There was patient involvement but no harm. Additional information provided: the customer states "the issue has been resolved. After investigating further, we found that when you select the pump channel and no other selection is made on the pump (ie: select dose to change the dose), you can press the up or down arrow and the rate/dose change on the pump."

Event description:
It was reported that the customer having concern regarding rate change between pump displayed and log report. The pump displayed a dose of 12 units/kg/hr, and the chart displayed a dose of 12.0861 units/kg/hr. There was patient involvement but no harm. Additional information provided: the customer states "the issue has been resolved. After investigating further, we found that when you select the pump channel and no other selection is made on the pump (ie: select dose to change the dose), you can press the up or down arrow and the rate/dose change on the pump.".

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : unique identifier (UDI) #, medical device serial #, device manufacture date and manufacturer narrative. Added pi to the unique device identifier (UDI)# field. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the customer having concern regarding rate change between pump displayed and log report. The pump displayed a dose of 12 units/kg/hr, and the chart displayed a dose of 12.0861 units/kg/hr. There was patient involvement but no harm. Additional information provided: the customer states "the issue has been resolved. After investigating further, we found that when you select the pump channel and no other selection is made on the pump (ie: select dose to change the dose), you can press the up or down arrow and the rate/dose change on the pump."

Manufacturer narrative:
Additional information: imdrf annex a, b, g codes and manufacturer narrative. Investigation summary: the report of a rate change event could not be confirmed. ¿ laboratory testing could not be performed, the incident device was not received for this investigation. ¿ a review of the logs could not be performed. The pcu or the system logs were requested but not provided. ¿ per the bd alaris user manual (version 9.33), proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. In addition, the alaris system user manual v9.33, states review and verify that all parameters pre-populated on the system are correct prior to starting the infusion. ¿ the device was reported with no patient harm occurred. ¿ the alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the rate change was unable to be determined. Suspect device was not returned for this investigation and no additional event information was provided.